Event description:
The customer's parent called and reported that the numbers on the insulin pump were continuously scrolling and the keys stopped working. The customer's blood glucose was 324 mg/dl. At time of this report, customer's blood glucose was 421 mg/dl. No significant events leading to the keypad issues were recalled. Troubleshooting was performed for high blood glucose. The drive support cap appeared normal. Insulin would not exit during manual prime and troubleshooting could not be completed, due to keypad anomaly. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. There were no numbers ramping on their own or scrolling bar moving anomaly noted. The device functioned properly during functional testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip and a cracked pump belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.